Event description:
It was reported that the catheter developed a hole at the lumen to hub joint.

Manufacturer narrative:
Without sufficient information, or an evaluation of the device involved (sample was note returned ), we are unable to determine the cause or factors that may have contributed to this event.